Manufacturer narrative:
(B)(4): the customer reported that unit failed to power up. The unit was evaluated locally and the failure was confirmed. Replacement of the power supply resolved the failure. The unit passed all post service testing and remains at the customer site.

Event description:
The customer reported that the unit failed to power up.